Event description:
The hcp reported the patient had an excellent response to the intrathecal test dose, but experienced a lack of efficacy with increased spasticity since pump implant in spite of dose titration increases. The patient was seen in 2006, and was "still taking a lot of oral meds" - high dose oral baclofen and dantrium. The intrathecal dose was increased that day. Six days later, the patient was hospitalized with respiratory arrest "due to polisubstance abuse (etoh, darvocet), but feel both oral antispasmotics and it baclofen contributed. Rate was 720mcg/day." A study was done ten days later, with the report of a patient catheter and good flow. The patient is scheduled to participate in chemical dependency treatment and will be on a baclofen tapering schedule with the current rate at 579.6mcg/day.